Event description:
Procedure performed: unk. Event description: [institution] please refer to the complaint sheet for investigation. Report from the sales rep. The doctor tried to load the clip when using the case, but it could not be loaded successfully. The case was completed with the new one. Initial investigation report the event unit was returned to us. The channel support assembly was deformed. (Pic.1) the unit will be returned to amr for further evaluation. Products available for return: 1 device, 1 label, 5 clips. Additional information was received via email on 11may2023 from [name], engineer ii, applied medical "pre-dec review of (B)(4) showed that it will now be reportable for clip scissored: I reviewed the unit for complaint (B)(4) pre-decontamination today, 11may23 and noted that it was returned with 5 clips, 1 of which was scissored. I fired 1 clip, which scissored." Patient status: no patient injury. Intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with (B)(4) clips. Visual inspection noted one of the clips was scissored and that the distal ramp of the channel support assembly (csa) of the event unit was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged distal ramp of the csa. Based upon the initial description of the event, the event of clips not loading was deemed not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable due to the clip scissoring as it is likely to cause or contribute to death or serious injury.

Event description:
Procedure performed: unk. Event description: [institution]. Please refer to the complaint sheet for investigation. Report from the sales rep. The doctor tried to load the clip when using the case, but it could not be loaded successfully. The case was completed with the new one. Initial investigation report. The event unit was returned to us. The channel support assembly was deformed. (Pic.1) the unit will be returned to amr for further evaluation. Products available for return: 1 device, 1 label, 5 clips. Additional information was received via email on (B)(6) 2023 from [name], engineer ii, applied medical. "Pre-dec review of (B)(4) showed that it will now be reportable for clip scissored: I reviewed the unit for complaint (B)(4) pre-decontamination today, (B)(6) 2023 and noted that it was returned with 5 clips, 1 of which was scissored. I fired 1 clip, which scissored." Patient status: no patient injury. Intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit has returned to applied medical. A follow up report will be provided following the completion of the investigation.